Event description:
The crown of the diamondback 360 peripheral orbital atherectomy device (oad) became entrapped in a calcified area of the patient's peroneal artery, and the oad stalled. The vessel was profusely diseased, approximately 2.5 mm in diameter, and was 80% to 90% stenosed. The physician removed the viperwire advance guide wire and detached the saline line from the device. The saline sheath of the driveshaft was removed. The crown remained in vivo. Surgery was performed to access the peroneal artery. The stuck segment of the oad was removed from the patient. The patient was stable.

Manufacturer narrative:
The diamondback 360 peripheral orbital atherectomy device (oad) and viperwire advance guide wire were returned to csi for analysis. The distal segments of the driveshaft and guide wire were not returned. Analysis of the returned portions of the device did not identify any damage or abnormalities that would have contributed to the reported complaint. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).